Event description:
Pt-self tester reports results lower than reference with the protime microcoagulation system. Inr results with the pt's protime instrument and cuvette lot was 1.5 inr. A repeat test with the pt's protime and a different cuvette lot provided from her physician's office produced result of 1.4 inr. Another test was performed with the physician's protime as a reference, which generated a result of 3.1 inr. Pt's therapeutic range: 2.0 - 3.0 inr. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Cuvette lot numbers used during testing were not provided by the customer. Method code: no ncmrs identified for this instrument. Itc has requested all data required for form 3500a.